Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcbs), and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had a loss of communication. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided.

Event description:
Received information that the ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Information was received on 2017-mar-15 regarding patient involvement. Statement in initial MDR. "Although requested, information regarding the intervention taken on the behalf of the patient has not been provided." Has been replaced with "the ventilator was not in use on a patient at the time of the reported condition."

Event description:
The ventilator was not in use on a patient at the time of the reported condition.